Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a previously unreported driveline infection in (B)(6) 2017. The patient was treated with intravenous antibiotic therapy that was completed on (B)(6) 2017. Additional information was requested, but not provided.

Event description:
On 30 mar 2018, it was reported that the onset of the driveline infection was on 23 mar ¿ 30 mar 2017. Blood cultures at outside hospital showed positive enterococcus. On 26 mar 2017, a repeated blood cultures results was negative x 3 days followed by piedmont atlanta hospital. The patient was readmitted on 04 may 2017, the patient with a driveline infection and was treated with antibiotic daptomyacin 500 mg intravenous daily. The patient was discharged on 05 may 2017, antibiotics were administered by home infusion. Therapy was completed on 19 may 2017. Per by physician, the patient was to continue on vancomycin for recurrent enterococcus bacteremia and have repeat blood cultures until cleared. Source was unclear and patient has an lvad in situ and a cardiac implantable electronic device (cied). On 05 apr 2018, it was reported that the patient¿s cied was from another manufacturer. The patient was treated for driveline infection for many months with blood culture surveillance. In may 4 -5 the patient¿s antibiotics was changed to daptomycin at outside hospital. The blood cultures were done on 04 feb 2017, 05 jun 2017, 28 sep 2017 and 31 jan 2018 was negative. No additional information was provided.

Manufacturer narrative:
A specific cause of the reported event could not be determined through this investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.